Event description:
The patient received a 3.0 x 13mm cypher stent in the proximal rca, a 3.00 x 28mm cypher stent in the mid rca, a 2.5 x 18mm cypher stent in the distal rca, and 3.0 x 23mm and 3.0 x 28mm cypher stents in the proximal lad in 2003. Three years later, this patient was admitted in the hospital due to anginal complaints (stable angina ccs 2). A percutaneous coronary intervention (pci) was performed with stent placement (2.75 x 16mm) in marginal of ramus circumflex. Deployment pressure was 14 atm with reduction of stenosis from 70% to 0% post procedure with a good final result. Pci (balloon angioplasty) of proximal left anterior descending (lad) was performed with maximum pressure at 16 atm with reduction of stenosis from 70% to 0%. Diagnostic angiography results indicated that the proximal left anterior descending (lad) had 70% stenosis and was marginal. There was no in stent-restenosis in rca.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-01123. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt. The device is distributed outside the united states; however it is similar to the united states prdouct.